Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 598 mg/dl at the time of incident and the current blood glucose level was 574 mg/dl, 300 mg/dl, 550 mg/dl, 600 mg/dl and 592 mg/dl. The customer was treated with injection. Customer reports the following symptoms related to their high blood glucose level like difficulty in breathing, nausea, tiredness, irritable and headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. Troubleshooting was assisted. The insulin pump will not be returned for analysis.